Event description:
It was reported that the patient experienced massive bleeding and anemia tendency. The patient was readmitted on (B)(6) 2021 due to pulmonary embolism or bleeding. A bronchoscopy was performed. A blood transfusion with less than 4 units of packed red blood cells was performed. There was no drug treatment. Anticoagulant treatment at the time of the event was warfarin and aspirin. Laboratory text values were international normalized ratio (inr) of 2.1 and platelet count of 179,000/l. The patient was discharged on (B)(6) 2021. The cause of the anemia tendency was unknown. The relationship between anemia tendency and this product was low, but it could not be denied.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding and pulmonary embolism could not conclusively be established through this evaluation. The patient remained ongoing until they experienced further bleeding-related issues on (B)(6) 2021 (MFR# 2916596-2022-01887). The relevant sections of the device history records for mlp-016825 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and peripheral thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.